Event description:
The customer reported that, when preparing the scope for a procedure, there was a problem with low angulation in all directions. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The scope was returned to an olympus service center for evaluation. During incoming inspection, foreign material was found in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Inspection and testing found foreign material on the forceps elevator. In addition, the biopsy valve was damaged resulting in water tightness being lost, the objective lens was scratched, the adhesive on the bending section cover was cracked, the connecting tube was scratched, the image guide cover was damaged, the suction cylinder was shaved, the grip was dented, there was a scratch on the universal cord, the bending angle did not meet standard value due to wear of the angle wire, the amount of water contact, water removal ability, and water/air supply volume did not meet standard value due to the nozzle being clogged, balloon water supply volume did not meet standard value due to damage on the balloon water tube, suction volume did not meet standard value due to damage on the biopsy valve, and the acoustic lens was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 03-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the foreign material could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The procedure was endoscopic ultrasonography (eus) and completed with subject device. Olympus will continue to monitor field performance for this device.